Manufacturer narrative:
The evaluation found the adhesive of the light guide cover at the distal end was peeled off potentially due to shock caused by dropping and knocking the endoscope to a hard surface/object. The scope passed the leak test. The scope was repaired and returned to asset stock. A review of the repair history indicates the asset was last serviced on (B)(6) 2021 ; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset evis exera ii ultrasound gastro-videoscope was returned to the service center. Upon inspection and testing, the unit was found to have an adhesive malfunction as the adhesive at the distal end light guide cover was found peeling or cracked. There was no reported allegation of a malfunction associated with the device and there was no patient involvement or harm reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. A root cause could not be conclusively determined as no device was returned to the legal manufacturer; based on the physical evaluation and investigation results, the potential cause could be attributed to external force was applied to the tip due to handling. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides the following: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, forming objects, or other irregularities. The legal manufacturer will continue to monitor the field performance of this device.